Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint. The fse spoke to the nurse and was told the issue has not returned. The fse informed her that the angle of the arms would lock in place during any power off scenario, and if symptom returned to call back in. The symptom was no longer present. The fse tested the system and verified it was ready for use.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the universal surgical manipulators (usm) moved slightly when power was lost on the system. The customer indicated that a scissor instrument was installed into the usm at the time of the issue. The customer was unable to specify the usm. The customer was unsure if the usm turned red on the system. The customer indicated that the issue occurred from a previous procedure. The tse reviewed the logs and confirmed the occurrence of the issue on 2025-08-25. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the customer stated she was not in the room, but understood the robot shook as if it was going into sterile stow. The whole machine (had movement), nothing moved separately. Unsmooth is a good way to describe the movement. There was no injury to the patient. The system functioned normally after that, and the procedure was completed. This issue happened when the power went out. The probable root cause cannot be determined based on the information provided and phone support details. The customer confirmed the issue did not return after the last reported occurrence. The phone support details did not reveal any issues related to the customer reported event.